Event description:
A customer reported that during a procedure a system message displayed that could not be cleared. An alternate system was brought in and used, but also presented problems. Additional information was requested but none has been received to date.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).